Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. The device passed automated electrical testing. It was determined that the fault was induced by cold temperature. No further analysis was performed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during a pre-implant status. A request was made to have data from this device analyzed, however the field representative did not feel comfortable doing save to disk as the code was triggered in (B)(6) (2 months ago). It was reported that it was probably because of the cold. The field representative would return device for analysis. No patient involvement.